Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices, experienced brakes do not remain engaged. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced brake/steer pedal is inoperable, which is not reportable. Section h codes have been updated.

Event description:
This report now summarizes 2 malfunction events, instead of 3.